Event description:
When the surgeon tried to pull the uterus out with the v care, the v care broke into 4 pieces. The surgeon then removed the 4 pieces out of the patient and used a tenaculum to remove the uterus.